Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 12mmx3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted up in the proximal end of the lad. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 12mmx3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 12 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struts were lifted up in the proximal end of the lad. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 12 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the third most distal stent strut row with struts lifted. The outer diameter of the undamaged section of the stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis.